Manufacturer narrative:
It is unknown if there was any patient involvement. Date of event: it is unknown when device breakage occurred. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the forceps are broken. It is unknown if there is patient or procedure involvement. This report is for a patella forceps 175mm. This is report 1 of 1 for (B)(4).